Event description:
Devilbiss healthcare received a medwatch report regarding an incident involving an oxygen concentrator, which states "patient smoking with oxygen on and sustained second degree burns to face." There is no statement or evidence in the report suggesting the oxygen concentrator malfunctioned or in any way caused or contributed to the patient injury. The unit was returned to devilbiss for evaluation, and the evidence indicates the root cause of the thermal damage to the unit was the result of an external heat/fire source, which is consistent with the report of the patient smoking while using the oxygen concentrator. The unit was repaired and is operating to specification.

Event description:
Devilbiss healthcare received a medwatch report regarding an incident involving an oxygen concentrator, which states "patient smoking with oxygen on and sustained second degree burns to face." There is no statement or evidence in the report suggesting the oxygen concentrator malfunctioned or in any way caused or contributed to the patient injury.  Drive made several attempts to contact the customer to get additional information.  The information provided by the customers was very limited as they claimed hippa law restrictions.  The unit has not been returned. Devilbiss will continue to monitor for trends.